Manufacturer narrative:
The technician found the foot end casters were able to move. The technician replaced the foot end and head end casters to repair the stretcher.

Event description:
Information received indicates the brake will lock, but if forced the stretcher would move.